Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, e4, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The customer contacted olympus technical assistance support (tac) via phone. A technical support call was received regarding b30 errors occurring with multiple scopes. During troubleshooting, it was determined that the customer had not been cycling power. While on the call, several scopes were cleaned and checked without any issues. The customer agreed to check the remaining scopes and will send in any units if the issue can be isolated. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed b30 error. There were no reports of patient involvement.